Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low out of range pace impedances. The impedances were less than 200 ohms. The patient was brought into the clinic for further review. Noise episodes were observed and the noise could be reproduced. No inappropriate therapy was given, however, a revision procedure was scheduled. The rv lead was surgically abandoned and replaced. During the procedure, the physician reported that there was a break in the lead's insulation. No additional adverse patient effects were reported.